Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional proglide device referenced in b5 is being filed under a separate medwatch report number.na

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath after an impella percutanous coronary interventional procedure. Reportedly the sutures of one of the devices was successfully pre-placed; however, when attempting to pre-place a second device, there was no suture present when the plunger was removed. A third device was attempted and no suture was present when the plunger was removed as well. The physician continued with upsizing the sheath to 13f to complete the procedure. Hemostasis was achieved via surgical suturing. It is unknown if the sutures of the successfully pre-placed device was removed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. It was also reported that the physician is not trained in the pre-close technique. No additional information was provided.